Event description:
Customer claims patient and survey samples are showing a positive bias as compared to a neighboring hospital when run on an immulite 1000 instrument. There was no known report of treatment given or withheld based on the discordant ipth results.

Manufacturer narrative:
Siemens investigated the issue and found several elements that were influencing the performance of the immulite 1000 instrument. System contamination - repeated internal contamination of the instrument was found to be occurring. It was identified that the instrument operates in a low-volume mode most of the time and had recently been out of use. Sodium hydroxide decontamination of the instrument was performed. Water quality issues - results were being impacted by the quality of the water being utilized on the instrument. Though bottled distilled water was being utilized, ph values obtained from one gallon to the next were inconsistent. A different distilled water source was utilized successfully. Maintenance protocols - siemens recommended that routine maintenance be supplemented with additional procedures geared to low volume customers, which was provided to the customer. The instrument is performing within specifications. No further evaluation of the device is required.